Manufacturer narrative:
Submit date: 06/08/2016 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/09/2016 that a customer had an issue with defibrillation electrodes. Customer reports that a service request concerning delivered power from a defibrillator was received from cicu in code blue. This is a lifepak20. Biomed completed an output check and noticed a trend with the disposable pads of low output delivery. The lower output could affect patient therapy. The hospital stated they did not contribute to patient coding due to pads, but due to numerous adverse conditions in patient's health. There was no medical intervention required as a result of this incident.